Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use without pain. No further information will be provided. This is the final report.

Event description:
The recipient is reportedly experienced device extrusion. The recipient ceased device use due to pain.